Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
An asymptomatic patient presented in clinic due to receiving a notification. Premature battery depletion noted. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With another battery attached, the device functioned normally. No high current drain was detected during testing and the power consumption was normal. The battery was sent to the manufacturer for further analysis and was found to be normal. The cause of the premature battery depletion could not be determined.